Event description:
It was reported patient presented for lab only visit via mediport. Rn accessed patient without issue, blood drawn without issue as per policy. When rn attempted to disconnect mediport needle, unable to engage safety around needle. Attempt to press downward, resistance met and unable to fully engage safety. Mediport needle safely removed from patient without harm to patient or rn. No patient impact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to activate a safety mechanism is confirmed; however, the exact cause is unknown. One video of a 20 g powerloc max infusion set was returned for evaluation. An initial visual observation of the video showed an attempt to activate the safety mechanism of the device; however, it appeared to be stuck. The safety mechanism was observed to be able to be activated with additional force in the returned video. Evidence of use was observed and no damage was observed on the device in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient presented for lab only visit via mediport. Rn accessed patient without issue, blood drawn without issue as per policy. When rn attempted to disconnect mediport needle, unable to engage safety around needle. Attempt to press downward, resistance met and unable to fully engage safety. Mediport needle safely removed from patient without harm to patient or rn. No patient impact. No other information was provided.